Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred.. A 2.5mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, it was noted in the electrocardiogram (EKG) that the balloon got out from its sheath, giving a split image. No patient complications were reported.